Event description:
Original thr for left hip with pinnacle metal on metal hip implant. Began having problems approximately 1 yr following installation. Had continuing problems with revision surgery on (B)(6) 2012. Damage to muscle and tissue required a locking device in addition to replacement of cup. Permanent disability with continued pain and difficulty walking. Pronounced limp due to muscle damage.